Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redu2999 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redu2999) have been reported from the same facility.

Event description:
It was reported the 3fr sv PICC broke on (B)(6) 2020 where the proximal plastic hub meets the extension leg. No other information was provided.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split is confirmed; however, the exact cause is unknown. One 3 fr single lumen powerpicc sv was returned for evaluation. An initial visual observation showed use residue on and within the returned sample. A split was observed in the extension leg tubing just within the distal end of the luer hub. A microscopic observation revealed the fracture surface of this split was rough and exhibited cracks/fissures and beach marks, which are suggestive of material fatigue. The tubing material was observed to be attached to the luer connector at irregular points along the tubing¿s circumference, and cracking appeared to have initiated at one or more of these points. While the exact cause of the split observed in the extension tubing of the returned sample is unknown, possible contributing factors include pulling, twisting, and manipulating the luer connector hub and/or extension leg. A lot history review (lhr) of redu2999 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (redu2999) have been reported from the same facility.

Event description:
It was reported the 3fr sv PICC broke on (B)(6) 2020 where the proximal plastic hub meets the extension leg. No other information was provided.